Manufacturer narrative:
Device evaluation: the device related to the reported events problem rupture was received on february 17, 2026, with lot number 1730220. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as flod flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (crease and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional though distributor reported "suspicion of rupture". Surgical intervention: en bloc removal. This record is for the right side. The device has been explanted.

Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional though distributor reported "suspicion of rupture". Surgical intervention: en bloc removal. This record is for the right side. The device has been explanted and replaced with a non-abbvie device. The device will be returned.